Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The amulet was successfully implanted in the patient. Two hours post procedure the patient had a low tension and a tamponade was discovered. The patient was immediately drained, but the effusion didn't stop. So, the patient was sent immediately to surgery: surgeons discovered that two hooks had perforate the appendage and created a wound on the pulmonary artery. The surgical operation was successful, surgeons removed the amulet and closed the appendage by surgery. The patient was reported recovering.